Event description:
It was reported that 2 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the tubes were missing the stoppers, thus affecting the sterility of the product. The following information was provided by the initial reporter: customer received tubes with missing stoppers.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-14. H.6. Investigation summary: bd received 3 samples and 3 photographs from the customer in support of this complaint. An evaluation of the returned samples and photographs was performed and the issue of improper assembly (missing stopper) was observed. Additionally, 100 retained samples from the bd inventory were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode from the returned samples and photographs provided however bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the bd inventory were visually inspected, and no missing stoppers were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that 2 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the tubes were missing the stoppers, thus affecting the sterility of the product. The following information was provided by the initial reporter: customer received tubes with missing stoppers

Event description:
It was reported that 2 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the tubes were missing the stoppers, thus affecting the sterility of the product. The following information was provided by the initial reporter: customer received tubes with missing stoppers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.